Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 623 mg/dl. The customer had symptoms such as excessive thirst and urination and treated with manual injection. Customer's blood glucose value was 573 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there were air bubbles in reservoir. There were no insulin issues, but it was found that cannula was bent. The device settings was checked and it was found that time and date and basal settings were incorrect. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Infusion set and reservoir were replaced.